Manufacturer narrative:
An event regarding a dissociated spring from the body of a 2:1 triathlon cutting block was reported. The event was confirmed. Method & results: -device evaluation and results: the reported device was not returned for investigation. However, a provided photograph confirms the event and shows a spring dissociated from the device body. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned for inspection. No further investigation for this event is possible at this time. If devices become available, this investigation will be reopened.

Event description:
During the resection process the spring and pin popped of the 2:1 cutting block. Upon removal of the block, the spring and pin were removed from the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During the resection process the spring and pin popped of the 2:1 cutting block. Upon removal of the block, the spring and pin were removed from the patient.